Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had high blood glucose. Customer's blood glucose was 580mg/dl and treated with a shot of lantus. This morning customer woke up and his blood glucose was in the 400's mg/dl. Customer treated with a correction shot in the morning and brought his blood glucose to 180mg/dl. Customer is currently disconnected from the insulin pump, due to oxygen treatments.